Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-30 from a healthcare professional reported the patient's weight was unknown. It was noted that the cause of the low battery reset, reset, and pump in safe state was not determined. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (baclofen) 1000 mcg/ml for a total dose of 6.2 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient is in hospice so they are waiting to shut off the pump permanently. The healthcare professional (hcp) had already interrogated the pump and stated they were seeing the attention box stating the pump was in safe state. The logs were checked before being walked through how to shut off the pump. The logs showed low battery reset occurred, reset occurred, and safe state occurred. It was noted that they will not be replacing the pump since the patient is in hospice. The hcp was able to successfully shut off the pump. Pump authorization form was signed. No symptoms were reported. The old dose of gablofen (baclofen) was 1000 mcg/ml for a total dose of 129.9 mcg/day. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.